Event description:
A (B)(6) male patient with aaa and hyperpiesia, underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair though his right common iliac artery was completely occluded, and origin of left external iliac artery had calcification. He had hyperpiesia too. The procedure was conducted as labeled. The final angiography confirmed type iii endoleak from converter. Then, a main body extension insertion was attempted, but the device could not be advanced (1820334-2011-00558). Therefore, another manufacturer's xl stent was additionally placed in the leaking position but this did not resolve the endoleak. It was then confirmed that iliac leg was moved upward due to an attempt of body extension insertion, and distal type I endoleak was also confirmed due to the migration. Another iliac leg was additionally placed, and the type I endoleak was resolved. There has been no patient outcome provided.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.